Event description:
It was reported the patient experienced ineffective therapy. Diagnostics indicated that the lead had multiple contacts with high impedance. Investigation was unable to determine which of the leads attributed to the event. As a result, surgical intervention was undertaken wherein the iead was explanted but physician was unable to implant new lead to scar tissue.

Manufacturer narrative:
B3: date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: unknown , lot: 3062371.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.